Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the carbon dioxide detection was not working on the heartstart mrx. There was no negative pt involvement.